Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the humidifier had black water. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The external part of the device was visually inspected and the manufacturer confirmed there were no signs of contamination on the device. The internal part of the device was visually inspected by the manufacturer and the manufacturer found evidence of contamination on the bottom panel of the device and in the blower box. There was no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 3 errors logged. The device was provided power and the device provided airflow. The manufacturer concludes the device had evidence of contamination. There was no evidence of sound abatement foam degradation within the device.